Manufacturer narrative:
Eval summary: the analysis results found that the device was returned in good physical condition. The tissue pad was examined and normal wear was visually seen. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unk procedure, the tip was slipping back and forth. Another device was used to complete the case with no pt consequence.